Manufacturer narrative:
(B)(4).

Event description:
The consumer (patient's wife) reported that regarding a trial patient, the patient had his trial procedure this morning, they were driving home, stopped so the patient could go to the bathroom. The patient felt like he had to go pee every 5 minutes but nothing was coming out. The patient was trying interstim for urgency, having to go pee every 15 minutes. Symptoms were noted as worse than baseline. The patient turned stim off. They were going to leave it off, so the patient would be more comfortable until they got home, then they would call the hcp (healthcare provider) office. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.